Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient experienced a skin reaction three days after inserting the sensor into the abdomen. Symptoms included itching, burning, rash, redness, inflammation, blisters, drainage, purulent discharge, and a localized infection at the insertion site. The area had been prepped with alcohol prior to sensor placement. On (B)(6) 2025, the patient sought care at an urgent care clinic. The healthcare provider removed the sensor, assessed the affected area, and observed pus and signs of infection. A complete blood count (cbc) was performed and returned normal; however, additional testing confirmed a mild infection. The patient was prescribed mupirocin 2% ointment to be applied once daily. Following sensor removal, the patient reported immediate symptom relief and chose to discontinue sensor use in the abdominal area. During a follow-up on (B)(6) 2025, the patient reported being additionally prescribed oral cephalexin 500 mg, to be taken four times daily for seven days. The photo included in the complaint record was reviewed. It shows a skin reaction in the shape of the sensor overlay patch footprint, characterized by redness, edema, and rash. Redness is also visible at the sensor puncture site, but there is no reaction within the patch footprint itself. At the time of reporting, the patient stated they were feeling better. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.